Event description:
Pt revised for pain, black metal debris/tissue.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one other reported incident against the provided product and lot combinations since their release for distribution. Product/lot combination (B)(4) has one other reported incident for pain. The root cause was undetermined. Review of the device history records did not identify any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(6) of 2010 following the hhe (health hazard evaluation). Further analysis will be documented on (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.